Event description:
The customer reported having issues with the sensors. The caller stated that his blood glucose was 24mg/dl, but the sensor was reading 89mg/dl. The customer mentioned that he had a seizure, and he was hospitalized with low blood glucose. Troubleshooting was declined. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.